Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with wide complex tachycardia and symptoms of left shoulder pain, chest tightness, shortness of breath, dizziness, and weakness. The patient was cardioverted in the ed using propofol for sedation. After initial cardioversion, the patient went back into ventricular tachycardia (vt) and was cardioverted a second time. The patient was also given antiarrhythmic medications amiodarone and lidocaine in addition to potassium and magnesium drips. Bedside transthoracic echocardiogram (tte) showed small left ventricular cavity with severe biventricular (biv) dysfunction. Vad (ventricular assist device) speed was dropped from 5400 rotations per minute (rpm) to 5000 rpm for another episode of vt that spontaneously converted with bolus amiodarone. The arrhythmia resolved post cardioversion and the patient was treated in the cardiac intensive care unit (cicu) with medication for numerous days. It was noted that the patient did not have any vad alarms or syncopal events despite being in vt for at least 24 hours. The event log file was mostly filled with pulsatility index (pi) events and there were no unusual events noted. The patient did not have an history of vt prior to vad implantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with wide complex tachycardia and symptoms of left shoulder pain, chest tightness, shortness of breath, dizziness, and weakness. The patient was cardioverted in the ed using propofol for sedation. After initial cardioversion, the patient went back into ventricular tachycardia (vt) and was cardioverted a second time. The patient was also given antiarrhythmic medications amiodarone and lidocaine in addition to potassium and magnesium drips. Bedside transthoracic echocardiogram (tte) showed small left ventricular cavity with severe biventricular (biv) dysfunction. Vad (ventricular assist device) speed was dropped from 5400 rotations per minute (rpm) to 5000 rpm for another episode of vt that spontaneously converted with bolus amiodarone. The arrhythmia resolved post cardioversion and the patient was treated in the cardiac intensive care unit (cicu) with medication for numerous days. It was noted that the patient did not have any vad alarms or syncopal events despite being in vt for at least 24 hours. The event log file was mostly filled with pulsatility index (pi) events and there were no unusual events noted. The patient did not have an history of vt prior to vad implantation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Review of the log files provided by the account revealed no atypical events or alarms and captured the pump operating as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13nov2018. The hm3 lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6, (under ¿right heart failure), also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
After treatment in the cardiac intensive care unit the patient was discharged on (B)(6) 2022 and followed up in outpatient clinic the next day. The patient had no reoccurring episodes of tachycardia since discharge.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient did not have right heart failure pre-vad but it was unknown if a device related issue caused or contributed to the patient's condition.